Manufacturer narrative:
Device location unknown.

Event description:
A patient was revised to address a fractured everest deformity screw at right-side l5 and a left-side l5 everest deformity screw which was "loose in the bone." The patient reported experiencing "progressively more pain" approximately two-months post-operatively. This report captured the migrated, left-side screw.

Event description:
A patient was revised to address a fractured everest deformity screw at right-side l5 and a left-side l5 everest deformity screw which was "loose in the bone." The patient reported experiencing "progressively more pain" approximately two-months post-operatively. This report captured the migrated, left-side screw.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.